Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used during the procedure. After the procedure, hemostasis was confirmed to have been successfully achieved by the angio-seal device. After discharge, bleeding was observed while the patient was taking a shower. The patient was taken to the hospital in an ambulance. When the bleeding site was checked, an approximately 1-cm pseudoaneurysm was noted. As the physician determined that there was no problem with the size, troponin was not used. Manual compression was applied again to achieve hemostasis. Hemostasis was successfully achieved by manual compression only. The patient recovered and went home without problem. The procedure before deploying the device is unknown. It is unknown whether a pre-deployment angiogram was performed. The size of the sheath ancillary used is unknown. The puncture site was the right common femoral artery. The vessel diameter is unknown. It was reported that the patient recovered. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product. The estimated blood loss was less than 250cc. Bleeding occurred out of the procedure room. It was a right femoral artery puncture.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. IFU states: ''av fistula or pseudoaneurysm - if suspected, the condition may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed." The complaint could be confirmed for pseudoaneurysm based on the complaint allegation. Based on the information given in the complaint, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.